Event description:
Complainant alleged that while attempting to defibrillate a 65-year-old male patient, the device was unable to analyze and was unable to detect the attached electrode pads. The clinician replaced the pads to continue to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device passed functional testing without duplicating the report. Review of the device log showed that the device was powered on in AED mode and initially identified the defibrillation cable as supported. Within seconds, it then recorded an unsupported cable/electrode ID and displayed a cable fault message. An ECG signal was displayed once valid impedance was detected. The unsupported cable condition occurs when the multifunction cable (mfc) ID chip does not properly communicate with the electrode. The defib receptacle and mfc cable will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.